Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during t h10 anteroposterior simultaneous fusion procedure in a patient diagnosed with rupture fracture. It was reported that there was cement leakage from the connection between fns mas and cdd. After injecting the four head-side cements, inject the four tail-side cements. The cdd was removed in conjunction with the cement hardening of the 4 head-side units. The cdd on the th10 right side is hard; when it is pulled and removed, the guide tip remains. Cement leakage was confirmed when the surgical field was checked (deployment was an intermuscular approach). The guide tip was re-attached to the delivery device and explanted. The surrounding cement was extracted with a punch. Everything was removed, and it was confirmed that there was no cement remaining in the crown/a screw driver was attached, and that it fits the torque. The screw was used as is and the rod was tightened and finally tightened at the physician's discretion. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.